Event description:
It was reported to manufacturer that the site was experiencing problems establishing communication with vns patients' devices using the programming wand. Troubleshooting was performed and the communication problems did not resolve. The wand was replaced with a known working wand and the communication problems resolved. A new wand was sent to the site and the non-working wand was returned to manufacturer and is pending the analysis findings.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.